Event description:
Affiliate reported on ophthalmologist stated that the clinic has been using the surgical markers for many years. Most recently, they have seen an increase of inflammation of the cornea after laser treatment (lasik).

Manufacturer narrative:
Codman has investigated the lot history records for the subject devices and no changes to the materials used in the manufacture of these pens that would explain the inflammation were noted. A review of complaint records revealed 2 other complaints of this nature in the current year and none in the prior 5 years. Codman will emphasize via labeling that this pen is intended for used on intact skin and not for marking other tissues. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.